Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage hole on tubing at the spike side was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
It was previously reported that the device would be made available for evaluation; however multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. While we are unable to confirm the reported issue due to the sample not being returned, the reported hole is a known potential outcome when this device is used with a ji2000 which is not recommended for use with this tubing set. A complaint of a leaking tube set from the (B)(6) market that are associated with the use of a (B)(6) only ji2000 irrigator is an anticipated issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.